Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During the procedure, when the handle was pulled, the basket failed to fully open. A picture provided by the customer shows a broken basket wire. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During the procedure, when the handle was pulled, the basket failed to fully open. A picture provided by the customer shows a broken basket wire. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block d7 and h8 were updated based on new information received on 03oct2023 indicating that the device was not reprocesse, reused. Block h6: imdrf device code a0401: captures the reportable event of basket wire break.